Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) with suspected premature battery depletion. The device will be replaced. It was also reported that the left ventricular (lv) lead exhibited high outputs. The lv lead remains in use. No patient complications have been reported as a result of this event.